Event description:
It was reported that the handpiece began overheating during a wisdom teeth extraction. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, rotor, spindle housing, and bearings, which were each replaced along with other components. Service will repair and return the device to the customer.